Event description:
The previously capped lead was electively explanted during a device replacement procedure. Follow up indicated that the lead was initially capped due to a drop in impedance suggesting lead failure secondary to insulation breach. It was noted that during the lead replacement procedure, the lead had no capture at maximum outputs. The lead was returned to the manufacturer and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The inner and outer insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Concomitant product: kdr401 ipg, (B)(6) 1998. (B)(4).